Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that shortly after the start of an irinotecan secondary infusion a small puddle of the chemo fluid (less than 15-20 ml) was noted on the floor. The leak appeared to be from the upper y site where the secondary connected to the primary line. There was no report of any harm or exposure to the patient or staff.